Event description:
Dexcom technical support contacted pt on (B)(6) 2012 and pt reported that she had suffered a hypoglycemic event while attending a funeral. Pt lost consciousness and paramedics were called. Paramedics administered glucagon an IV and measured pt's bg at 21 mg/dl. At the time of dexcom technical support's call to pt, pt had discontinued cgm use.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.